Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effects of air emboli, hypotension, death, ventricular tachycardia and bradycardia as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The mitraclip instructions for use warns: heparinized saline flush should be continuous throughout the procedure. Ensure flow is visible through the drip chamber and that tubing is free from kinks and/or obstruction and pressure of 300 mm hg is maintained. Discontinuing flush may result in air embolism and/or thrombus formation. All available information was investigated and the reported use error was associated with the flush bag being empty. The air embolism resulting in bradycardia, hypotension, EKG/egc changes, ventricular tachycardia and subsequent death, was likely a result of the flush bag being empty and not being monitored. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the possible air embolism, requiring intervention and leading to the patient death. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. While evaluating the grasp, the patients heart rate was elevated. Medication was given. The patients heart rate and blood pressure dropped significantly, and there was st elevation. The flush bag of the cds was checked and it was noted that the bag had been running too fast, and was empty. It was suspected that there was an air embolism, but no air was visualized. A temporary pacemaker was used, and a left heart catheterization was performed to make sure there was no air in the coronary. After approximately 20-25 minutes from the initial elevated heart rate, the patient recovered. The clip was successfully deployed, reducing the mr to 2. After the steerable guiding catheter (sgc) was removed, an atrial septal defect (asd) was noted. An asd occluder device was implanted, and the asd was treated successfully. It was confirmed that the patient had a good final outcome; however, on (B)(6) 2017, the patient died, which was suspected to be from the air embolism. No additional information was provided.